Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: we received a target device gamma3 in good condition for evaluation. The devices showed typical signs of use but were generally undamaged. No visible signs of misuse or remarkable damages were found. A pre-surgical function test was performed on the device returned using sample instruments like drill sleeve, step drill, targeting sleeve, and nail. The drill passed the distal drill holes with no contact with the nail. The alleged mistargeting could not be reproduced. The function of the returned instrument was given in all aspects. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the alleged mistargeting could not be reproduced, and hence could not be confirmed. Therefore, a real root cause for the alleged mistargeting could not be determined. Most likely the issue is user related. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that repeated misdrilling occurred during distal locking in g3 nail over insertion handle and insertion sleeve. Screw could not be placed in g3 nail. Surgeons very dissatisfied, surgery time increased by 30 min. No optical changes visible on insertion handle and aiming sleeve. It had to be locked several times by hand, and the complete nail had to be installed and removed again.

Event description:
It was reported that repeated misdrilling occurred during distal locking in g3 nail over insertion handle and insertion sleeve. Screw could not be placed in g3 nail. Surgeons very dissatisfied, surgery time increased by 30 min. No optical changes visible on insertion handle and aiming sleeve. It had to be locked several times by hand, and the complete nail had to be installed and removed again.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.